Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer went to the emergency room (ER) due to a low blood glucose (bg) level of 30-35 mg/dl. Reportedly, the customer entered a 10 unit bolus, administering too much insulin causing them to go low. Customer attempted to self-treat with glucose tablets and gel, however; was treated intravenously with saline and given a shot of glucagon at the ER. Customer was released the same day with issue resolved. The customer continued using the pump for insulin therapy.